Manufacturer narrative:
Concomitant therapies: juvéderm® volbella® with lidocaine. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swollen face, swelling under the eyes, and nodules" and "palpable, mildly tender nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Company representative reported on behalf of healthcare professional that a patient was injected in an unspecified location(s) with 8 syringes of juvéderm¿ voluma¿ with lidocaine, one syringe of juvéderm® volift¿ with lidocaine, and less than one syringe of juvéderm® volbella® with lidocaine and experienced a swollen face, swelling under the eyes, and nodules in the left marionette lines and right cheek an unknown time after injection. Treatment with naproxen, clarithromycin, and another unspecified treatment was given an unknown time after symptoms began. No further information was reported. Further follow-up with the healthcare professional revealed that the patient was injected in the cheeks with 8 syringes of juvéderm¿ voluma¿ with lidocaine, in the tear troughs with ¿4 micro droplets¿ of juvéderm® volbella® with lidocaine, and in the jawline, chin, nasolabial folds, marionettes, and lips with 1 syringe of juvéderm® volift¿ with lidocaine. Approximately 4 months after injection, the patient presented with edema in an undetermined location. One week later, swelling increased to patient¿s full face and lips and palpable, mildly tender nodules developed in the treatment areas. Treatment with naproxen, clarithromycin, and minocycline were administered about 5 days after symptom onset. Slight improvement was noticed, but swelling later increased. Six days after initial treatment, healthcare professional discontinued naproxen and added prednisone. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-01445 (allergan complaint (B)(4) and MDR ID #3005113652-2017-01447 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.

Event description:
Healthcare professional later reported that 10 days after prednisone treatment, all but a small amount of ¿io¿, or under eye, edema resolved. Healthcare professional used the packaged needle and ¿some cannula¿ needles for injection.

Event description:
Additional follow up with physician determined that the patient¿s edema resolved approximately 5 months post injection.